Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("check therapy pad" messages) has been confirmed. Upon investigation, the electrode belt failed incoming functionality testing, specifically the ECG fall off test. The cause for the test failure and the reported alarms was isolated to an open along the white (drvn gnd) wire in the trunk cable. The root cause for the open wire was excessive force on the cable. No adverse event resulted from the open wire.

Event description:
A us distributor returned electrode belt sn (b)(5) and reported that a patient was receiving "check therapy pad" messages.